Event description:
The patient reported that her infusion device was displaying an 09 (technical inspection) alarm. The patient's blood glucose was elevated to 547 mg/dl. She stated that she did not have a back up infusion device and would contact her physician regarding insulin delivery. She reported that she would give herself an insulin injection to reduce her blood glucose value. The patient indicated that she has been waiting for her new infusion device and had not sought alternative methods for insulin delivery. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned.